Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier cable connections had seating issue. A field service engineer tested the bioid in diagnostics, reseated cable connections for the bioid, and ran multiple final tests without errors. Customer logged into station with no problem. Proactive corrective actions and preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower radiology pyxis was failed, users unable to login with biometric identifier and it was requesting witnesses. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.